Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the balloon was deflated. The balloon catheter was changed without resolve. The cryoconsole unit was then switched out. The physician noted pericardial effusion from switching out the balloon back and forth. Fluid was drawn from the pericardium after the procedure. The patient was stable before leaving the room. The physician felt also that introducing and reintroducing balloons when troubleshooting the console issue caused tamponade. The patient was stable when the procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: data file analysis indicates that the cryo catheter 2afast28 / 66863-37 showed signs that it experienced deflation issues. Device was not returned for investigation. The pericardial effusion and tamponade are known clinical issues encountered during the procedure. In conclusion, the deflation issue is unrelated to the clinical issue encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.